Manufacturer narrative:
Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) were reviewed, and the complaint condition could be confirmed as the images showed an implanted suture that was broken. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent the removal of a fibulink implant as the implanted suture an the mechanism that engages with the fibular side of the implant had broken. The fibulink implant was implanted on an unknown date prior to the acquisition by depuy synthes. There was no patient consequence reported. This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).